Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR. Promus elite ous mr 12 x 4.00mm stent delivery system (sds) was returned for analysis. An examination of the crimped stent identified mid-section stent damage with the stent struts misaligned. The undamaged crimped stent outer diameter was measured by snap gauge and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube shaft found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during analysis.

Event description:
Reportable based on device analysis completed on 11 jun 2021. It was reported that crossing difficulties were encountered. A percutaneous transluminal coronary angioplasty procedure was being performed. Vascular access was obtained via the femoral artery. The target lesion was located in a tortuous coronary artery. This 12 x 4.00mm promus elite mr drug eluting stent was advanced for treatment. However, the stent could not cross the lesion due to the tortuous anatomy. No patient complications were reported and the patients status is stable. However, returned device analysis revealed stent damage.